Event description:
A report was received about a malfunction with a pump product, categorized under "malf 12," which occurred in (B)(6) 2026. There was no adverse impact on the customer's blood glucose level. The customer was instructed on how to put the malfunctioning pump into storage mode before returning it to tandem, and a replacement pump was arranged for shipment.